Manufacturer narrative:
An immucor field service employee visited the facility and checked the instrument, but was unable to find an instrument problem. The sample still showed negative with crrs3 lot j067 after the maintenance. The customer requested to investigate the sample. Testing was performed on customer's returned patient serum sample. The customer did not submit any return products for testing. The sample was tested with dia+ cell (B)(4) by (B)(4). Results: peg-iat=1+, peg-sal=0 (negative), 60'-(B)(4)=±. The sample was tested with crrs3 lot j067 on the echo and resulted negative. Longer incubation (60 min) did not enhance the reaction. Crossmatch testing of the sample was positive (4+) with dia positive cells on capture-r select plate (lot sc313) on the echo instrument.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when testing a sample using capture-r ready-screen 3 (crrs3) on a galileo echo instrument. The sample resulted positive on a crossmatch assay.